Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate; cause was unknown. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time. Reportedly, the customer corrected the time to address the issue.